Event description:
The customer reported a touch screen was misaligned and could not keep it calibrated after a few days. The customer reported that the device was not in patient use when the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the touchscreen. Further information regarding the repair was requested multiple times from the customer but there has been no response. It is unknown if any parts or repairs have been conducted. If additional information becomes available at a later date, a supplemental report will be submitted.